Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The expected and actual infusion times were not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d10, h4, h6, and h11: b5: the device contained 4450 mg of fluorouracil in 115 ml of sodium chloride 0.9% solution. H4: the lot was manufactured between july 26, 2024 ¿ july 29, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.